Manufacturer narrative:
Bayer case number: (B)(4). Heavy periods [heavy periods], discomfort" felt in the left fallopian tube since insertion [adnexa uteri pain], one essure implant was not visible [device migration], sleep apnoea [sleep apnoea], loosening of the teeth [loose tooth], cardiac disorder [cardiac disorder] , hypertension [hypertension], hair loss [hair loss], itchy skin [itchy skin] , cognitive issues [cognitive disorder] , gastrointestinal issues [gastrointestinal disorder], hot flushes [hot flushes] , shivers [shivers] , tingling in the feet [paraesthesia foot] , joint pain [joint pain], severe fatigue [fatigue extreme] , insomnia [insomnia] , chronic cough with difficulty breathing [chronic cough], chronic cough with difficulty breathing [difficulty breathing] , hearing loss [hearing loss] , vision problem [visual disturbance] , state of stress [stress] , bilateral spondylolosis of lumbosacral [lumbo-sacral spondylosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 12-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 43-year-old female patient who had essure inserted (lot no. E25510) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important), adnexa uteri pain ("discomfort" felt in the left fallopian tube since insertion"), sleep apnoea syndrome ("sleep apnoea"), loose tooth ("loosening of the teeth"), cardiac disorder ("cardiac disorder"), hypertension ("hypertension"), pruritus ("itchy skin"), cognitive disorder ("cognitive issues"), gastrointestinal disorder ("gastrointestinal issues"), hot flush ("hot flushes"), chills ("shivers"), paraesthesia ("tingling in the feet"), arthralgia ("joint pain"), fatigue ("severe fatigue"), insomnia ("insomnia"), cough ("chronic cough with difficulty breathing"), dyspnoea ("chronic cough with difficulty breathing"), deafness ("hearing loss"), visual impairment ("vision problem"), stress ("state of stress") and spinal osteoarthritis ("bilateral spondylolosis of lumbosacral"). On unknown date she experienced device dislocation ("one essure implant was not visible") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, insomnia and stress had not resolved. The outcomes for heavy menstrual bleeding, adnexa uteri pain, sleep apnoea syndrome, loose tooth, cardiac disorder, hypertension, alopecia, cognitive disorder, gastrointestinal disorder, hot flush, chills, paraesthesia, arthralgia, fatigue, cough, dyspnoea, deafness, visual impairment and spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, sleep apnoea syndrome, loose tooth, cardiac disorder, hypertension, alopecia, pruritus, cognitive disorder, gastrointestinal disorder, hot flush, chills, paraesthesia, arthralgia, fatigue, insomnia, cough, dyspnoea, deafness, visual impairment, heavy menstrual bleeding, stress, spinal osteoarthritis or device dislocation. The reporter commented: the permanent contraceptive implants are no longer serving their purpose. The essure implants are fractionated with a risk of dispersing heavy metals into the body. State of stress and insomnia regarding the decision as to whether or not to have a removal performed in 2025 with the associated risks: tubal ablation, uterus, surgical procedure, etc. Side effects have worsened over the past 3 or so years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Computerised tomogram abdomen] on (B)(6) 2024: formation suggesting an essure at middle and lower pelvic junction, intra-abdominopelvic beneath the anterior wall in right paramedian. Second device in right latero-uterine position. Neither device appears to be broken. Slight calcific or metallic punctiform element with anterior septal contact observed. On the rest of the examination: no abnormality in the area of the lung bases. No progressive bone abnormality, bilateral spondylolosis of lumbosacral (ls). No spontaneously visible abnormalities affecting the liver, gallbladder, spleen, pancreas, adrenal glands or kidneys. No significant adenopathy. No abnormality of bladder in utero-ovarian region. No colonic thickening evident. No effusion no pelvic cyst. Conclusion: the right essure device seems to be in a normal position in the right uterine region. There is another device in the right pelvic region external to the gynaecological structures. [Ultrasound scan] in 2016: one essure implant was not visible.; on (B)(6) 2024: migration of at least one of the 2 essure implants visible. [X-ray] on (B)(6) 2024: migration of at least one of the 2 essure implants visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-dec-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Heavy periods [heavy periods] one essure implant was not visible [device migration] discomfort" felt in the left fallopian tube since insertion [adnexa uteri pain] sleep apnoea [sleep apnoea] loosening of the teeth [loose tooth] cardiac disorder [cardiac disorder] hypertension [hypertension] hair loss [hair loss] itchy skin [itchy skin] cognitive issues [cognitive disorder] gastrointestinal issues [gastrointestinal disorder] hot flushes [hot flushes] shivers [shivers] tingling in the feet [paraesthesia foot] joint pain [joint pain] severe fatigue [fatigue extreme] insomnia [insomnia] chronic cough with difficulty breathing [chronic cough] chronic cough with difficulty breathing [difficulty breathing] hearing loss [hearing loss] vision problem [visual disturbance] state of stress [stress] bilateral spondylolosis of lumbosacral [lumbo-sacral spondylosis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy periods") in a 43 year-old female patient who had essure inserted (lot no. E25510) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding (seriousness criterion medically important), adnexa uteri pain ("discomfort" felt in the left fallopian tube since insertion"), sleep apnoea syndrome ("sleep apnoea"), loose tooth ("loosening of the teeth"), cardiac disorder ("cardiac disorder"), hypertension ("hypertension"), pruritus ("itchy skin"), cognitive disorder ("cognitive issues"), gastrointestinal disorder ("gastrointestinal issues"), hot flush ("hot flushes"), chills ("shivers"), paraesthesia (" tingling in the feet"), arthralgia ("joint pain"), fatigue ("severe fatigue"), insomnia ("insomnia"), cough ("chronic cough with difficulty breathing"), dyspnoea ("chronic cough with difficulty breathing"), deafness ("hearing loss"), visual impairment ("vision problem"), stress ("state of stress") and spinal osteoarthritis ("bilateral spondylolosis of lumbosacral"). On unknown date she experienced device dislocation ("one essure implant was not visible") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device dislocation, insomnia and stress had not resolved. The outcomes for heavy menstrual bleeding, adnexa uteri pain, sleep apnoea syndrome, loose tooth, cardiac disorder, hypertension, alopecia, cognitive disorder, gastrointestinal disorder, hot flush, chills, paraesthesia, arthralgia, fatigue, cough, dyspnoea, deafness, visual impairment and spinal osteoarthritis were unknown. No causality assessment was received for essure with regard to adnexa uteri pain, sleep apnoea syndrome, loose tooth, cardiac disorder, hypertension, alopecia, pruritus, cognitive disorder, gastrointestinal disorder, hot flush, chills, paraesthesia, arthralgia, fatigue, insomnia, cough, dyspnoea, deafness, visual impairment, heavy menstrual bleeding, stress, spinal osteoarthritis or device dislocation. The reporter commented: the permanent contraceptive implants are no longer serving their purpose. The essure implants are fractionated with a risk of dispersing heavy metals into the body. State of stress and insomnia regarding the decision as to whether or not to have a removal performed in 2025 with the associated risks: tubal ablation, uterus, surgical procedure, etc. Side effects have worsened over the past 3 or so years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Computerised tomogram abdomen] on (B)(6) 2024: formation suggesting an essure at middle and lower pelvic junction, intra-abdominopelvic beneath the anterior wall in right paramedian. Second device in right latero-uterine position. Neither device appears to be broken. Slight calcific or metallic punctiform element with anterior septal contact observed. On the rest of the examination: no abnormality in the area of the lung bases. No progressive bone abnormality, bilateral spondylolosis of lumbosacral (ls). No spontaneously visible abnormalities affecting the liver, gallbladder, spleen, pancreas, adrenal glands or kidneys. No significant adenopathy. No abnormality of bladder in utero-ovarian region. No colonic thickening evident. No effusion no pelvic cyst conclusion: the right essure device seems to be in a normal position in the right uterine region. There is another device in the right pelvic region external to the gynaecological structures. [Ultrasound scan] in 2016: one essure implant was not visible; on (B)(6) 2024: migration of at least one of the 2 essure implants visible [x-ray] on (B)(6) 2024: migration of at least one of the 2 essure implants visible case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.